Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed dried body fluid throughout the lead's lumen. In addition, dried body tissue was noted on the tines and tip of the lead. The conductor coils were deformed at 553 and 559 mm from the terminal pin. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Electronically, the lead was found to be within specifications.

Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered advancing this right ventricular lead through the tricuspid valve. The stylet was changed, however the lead still could not be advanced. When the stylet was removed, visual inspection revealed the lead's tip was bent to "j" shape. A decision was made to remove the lead. Upon removal, a visual inspection revealed foreign material on the tined section of the lead and the lead appeared damaged. The lead was flushed to remove blood products, however the foreign material could not be determined. The lead was replaced successfully. No adverse patient effects were reported.